Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure using a supera stent delivery system (sds) while deploying the stent, but prior to rotating the second lock, the stent fully deployed. The physician stated he was pushing forward on the catheter when the stent deployed at the target lesion without issue; however, the end appeared slightly deformed. Post stent dilatation was completed with a good result/outcome. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported premature deployment and material deformation were unable to be confirmed as the stent was fully deployed and not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported premature deployment and material deformation. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.